Manufacturer narrative:
Concomitant products: product ID: 3998, lot# va055f0, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported there was an end of service (eos)/ end of life (eof) message. The patient stimulator had stopped working. The estimated battery life was calculated to be 3 months. Impedances were 450 pw 40hz 8.3v 284 ohms; 450 pw 40hz 6.2v 486 ohms. The patient felt a jolt when the manufacturer representative was doing group impedances. This was due to the implantable neurostimulator (ins) being off and then turned on for group impedances. The physician was going to speak to the patient about replacement. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.